Event description:
Litigation alleges that the patient suffered severe and permanent physical pain, injury, disability, additional surgeries, physical disfigurement, metallosis, and excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/28/15 medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated metallosis, pain, and increased metal ions. The taper sleeve and stem are being added to the complaint for the high metal ions. The complaint was updated on:9/24/2015.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.